Event description:
I'm a soft contact lens wearer and have recently started using a moisture loc cleaning solution. This past week my left eye became excessively red, felt swollen, irritated, tearing, etc. I started an ophthalmic antibiotic, which seemed to help. Just yesterday I experienced the same problems in my right eye. Reading recent reports of fungal keratitis, I wonder if my problem is caused by this fungal infection. Please advise what I should do.